Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 04/28/2026. It was reported that the patient was in the emergency room for less than 24 hours. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. On 04/13/2026, the patient was experiencing nausea, lightheadedness, dizziness, increased thirst, and increased urination all day. The patient¿s cgm was reading 108 mg/dl while the bg meter was reading 550 mg/dl. The patient was wearing a tandem insulin pump. The patient self-treated by bolusing herself with insulin via the insulin pump. At an unspecified time later, the patient called ems and was taken to the ER. At the ER, the patient was treated with an unspecified IV and electrolytes. It was not documented how long the patient was in the ER prior to being discharged. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.